Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
An inoperable implant, due to possibly not charging the device was reported to abbott, but could not be confirmed. The device was explanted, but is not slated to be returned for analysis. A review of documentation supplied with the implant states, that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received, indicated that surgical intervention was undertaken. Where in the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not charge their ipg as recommended, rendering the ipg inoperable. Surgical intervention may be pending to address the issue. Patient's ipg was approximately implanted in (B)(6) 2019. Exact implant date is unknown.